Event description:
The customer reported an elevated white blood cell (wbc) count in the collected blood product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for return for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate a conclusive cause for the greater-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf. The signals in the rdf do not indicate a plasma line occlusion. Based on the available info, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: . A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.